Manufacturer narrative:
The patient experienced an adverse event with the same device model number on an additional date. The event on (B)(6) 2023 is documented in MFR report #3003464075-2023-00061. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 27 jul 2023 from the home therapy nurse (htn) of a 50 year old female patient with diabetes and end stage renal disease, who stated the patient experienced low blood pressure (90/50 mmhg) and shortness of breath approximately fifteen minutes into a hemodialysis treatment on (B)(6) 2023. Additional information was received on 28 jul 2023 from the home therapy nurse (htn) who stated 100ml of normal saline was administered, treatment was terminated, and the patient's symptoms resolved. Following the event, the patient changed to a dialyzer from a different manufacturer, has recovered without sequelae, and continues to treat using the nxstage system.